Event description:
The pt reported his insulin infusion device is beeping and showing a "77" on the display screen. He said he inserted a new battery, but it still showed the "77" so, he removed the battery. The patient was instructed to reinstall the new battery and let it set inside the pump for a bit. The pt did so, and the device worked properly. The pt stated he is aware of the battery recall, but the recalled battery had been working fine "for a long time." The pt was advised to dispose of all recalled batteries and only use the corrected batteries. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.